Manufacturer narrative:
The directions for use state in two places not to pull the string to remove the dilateria - in the warnings section and the dilateria removal instructions. The directions for use also states that in the rare instance the dilateria breaks inside and is difficult to remove, insert an additional dilateria to obtain greater dilation. This will facilitate the removal of the broken parts with narrow forceps or by suction aspiration. A copy of the directions for use is included with this report.

Event description:
The physician placed 1 extra thin dilateria without difficulty in 2007. The return visit (<24 hrs) revealed the laminaria to be visually dilated. The physician attempted to remove the dilateria by grasping the string - this pulled through the device. The physician then attempted to use ring-forceps to remove the device without success - the dilateria broke off at the external os. The device was surgically removed.